Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
The customer reported the touch screen is not responding correctly. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Manufacture date: 15nov2019. Report date: 18nov2019. Added company representative. The service technician confirmed the touch screen was replaced to resolve the reported issue. Unit fully operational and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.